Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate continuous glucose monitor values. The event occurred three days after sensor insertion in the abdomen. The continuous glucose monitor values were high on the receiver, so the patient¿s parent administered a large amount of insulin (dose unknown). No symptoms or blood glucose values were specified before the dose was administered. After receiving the insulin, the patient lost consciousness, and the parent called emergency medical service (ems). The paramedics arrived and the blood glucose fs value was ¿low.¿ an intravenous (IV) glucose drip was started and during transport to the emergency room (ER), the blood glucose finger stick value was 170 mg/dl but the continuous glucose monitor value was low. The patient regained consciousness and remained in the emergency room for several hours until she recovered. After her condition stabilized, she was discharged home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to continuous glucose monitor values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.